Manufacturer narrative:
The device was evaluated by olympus and it was determined a gap of adhesive was present on the distal end due to peeling or a crack, likely attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). Additional problems found during the device evaluation are the following: scratched ccd cover lens; peeling off of ccd unit, damaged acoustic lens, separated a-ruber glue, a-rubber glue discoloration; suction cylinder nut painting peeling off; angulation wire stretched; piezo elements defective, distal end deformed; ultrasonic universal cord damaged. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report from the user facility of "does not pass leakage test." Upon inspection and testing of the returned device, it was found that a gap of adhesive was present on the distal end. This report is submitted due to the gap of adhesive present on the distal end. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to report source, date rec¿d by MFR. Report source- checked "other" to correct the country to italy. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 18-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.